Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imagery was provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A risk assessment was performed on the reported event and reveal the following applicable items in the commander delivery system risk management worksheet as a potential cause that may lead to inadequate thv performance and additional intervention. There was no evidence of a product nonconformance or labeling/ the instructions for use (IFU) inadequacies were identified in evaluation. The risk of inadequate thv performance has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the IFU and/or device training materials. The benefits of the system outweigh the risks associated with inadequate thv performance. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the IFU as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 3 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions (CAPA) are required. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required.

Event description:
Upon reviewing the medical records by the clinician, approximately 4 years, 3 months post-implant, the tte report revealed, lv ef 35-40 %, bioprosthetic aortic valve with severe aortic stenosis and with moderate aortic regurgitation, av peak/mean gradient 71/38mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction, medical records were received. The following sections of this report have been updated: correction to b5 and h6 device code based on additional information received. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported to a field clinical specialist during a tavr procedure, approximately 4 years, 3 months post-implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach failed due to stenosis and the patient was symptomatic. The patient was treated via open sternotomy, removal of leaflets and top cell of the s3 frame and a 20 mm s3 was implanted with +1 ml. A 21 mm non-edwards balloon was used to post dilate to 14 atmosphere to ensure full expansion. Per tee there was no pvl after closure. The patient remained stable throughout.